Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the reservoir had air bubbles in it. The blood glucose was 348 mg/dl at the time of the incident and current blood glucose was 226 mg/dl. Customer stated that, changed her infusion set on different sites but her blood glucose was over 300 mg/dl. Customer treated the high blood glucose with her pump using boluses. Based on customer report customer does not allege pump was under delivering. Continued to air bubble troubleshooting then came back to complete high blood glucose troubleshooting on pump. When removing the reservoir from her pump she noticed it had a larger air bubble inside. Approximate size of air bubbles is larger than soda pop bubbles. Customer stated that, she placed her hand in her pocket forgetting the blue transfer guard was there and it stuck her hand. Customer reports being stuck by a needle associated with a medtronic product. Needle stick is being reported by the customer. They did not obtain medical treatment for the needle stick. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.